Manufacturer narrative:
Device was used for treatment, not diagnosis. Eisenstein, emmanuel d. Et al. (2016) a new technique for obtaining bone graft in cases of distal femur nonunion: passing a reamer/irrigator/aspirator retrograde through the nonunion site. Am j orthop.; 45(7):e493-e496. This report is for unknown reamer shaft/quantity 1/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not returned to manufacturer.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, eisenstein, emmanuel d. Et al. (2016) a new technique for obtaining bone graft in cases of distal femur nonunion: passing a reamer/irrigator/aspirator retrograde through the nonunion site. Am j orthop.; 45(7):e493-e496. A study was conducted to assess the possibility of passing a reamer/irrigator/aspirator (ria; depuy synthes) retrograde through the nonunion site in distal femur cases. Five patients had a ria passed retrograde through the nonunion site between 2009 and 2013. Mean age of these patients was 40.4 years (range, 22-66 years). Mean reamer size was 13.4 mm (mode, 14mm) producing an average bone graft volume of 33 ml. There were no intraoperative or postoperative fractures. In 1 case, the reamer shaft broke during insertion and was retrieved with no retained hardware; passage was made with a new reamer shaft. No patient experienced additional pain or discomfort, as there was no separate entry site for the ria. This is report 1 of 1 for com-(B)(4). This report is for an unknown reamer shaft that broke intraoperatively.